Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report:1627487-2016-06291. It was reported the patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted. The patient had a scs and a drg system implanted and the patient did not want two systems implanted. The patient received better coverage of her pain areas with the drg system and chose to have the scs system explanted.